Manufacturer narrative:
Investigation: a sample was received and decontaminated on 12/29/2017. The return sample was tested for leakage at 45psi system pressure per product specification and noted to have a hole in the septum. Five retained samples with the same batch number were tested for leakage as well and inspected under microscope with no hole or leakage observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. Bd was able to duplicate and/or confirm the customer¿s indicated failure mode. The probable root cause of the septum hole can be due to aging during transportation and/or storage. Although the customer¿s reported defect was confirmed, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a bd intima ii¿ IV catheter leaked during use. There was no report of exposure to mucous membranes, injury or medical interventions.